Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not successfully release, and the blockage failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was for treatment of a lower extremity stenosis. The surgeon has many years of experience using the exoseal. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was performed using a retrograde puncture of the left femoral artery. The left femoral artery was punctured retrogradely, and the stenosis was blocked using an unknown short cordis sheath, followed by the exoseal. The operator slowly withdrew the device at a 45-degree angle to indicate that pulsatile flow had stopped, and then slowly withdrew the blocker for 1 cm. The blocker indicator changed color, the operator pressed the plug deployment button and then pulled out the blocker for a few seconds to find that the plug had not been successfully released, and that blockage had failed. The deployment button fully depressed and flushed against the handle. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received depressed, and the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was in the black/white and red position. No additional anomalies were noted during the inspection. The deployment simulation could not be performed, as the unit was received already deployed. Nevertheless, the deployed state of the unit did not exhibit any abnormal conditions. A dimensional analysis of the delivery shaft's inner diameter was conducted. The measurement was found to be within specification. A high-magnification inspection was performed on the internal mechanism of the device. No abnormal condition was observed on the internal mechanism. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received without the plug and there were no anomalies noted during functional, dimensional, or visual analysis of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received without the plug. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not successfully release, and that the blockage failed. There was no reported patient injury. The procedure was for treatment of a lower extremity stenosis . The surgeon has many years of experience using the exoseal. The procedure was performed using a retrograde puncture of the left femoral artery. The left femoral artery was punctured retrogradely, and the stenosis was blocked using an unknown short cordis sheath, followed by the exoseal. The operator slowly withdrew the device at a 45-degree angle to indicate that pulsatile flow had stopped, and then slowly withdrew the blocker for 1 cm. The blocker indicator changed color, the operator pressed the plug deployment button and then pulled out the blocker for a few seconds to find that the plug had not been successfully released, and that blockage had failed. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not successfully release, and that the blockage failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was for treatment of a lower extremity stenosis. The surgeon has many years of experience using the exoseal. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was performed using a retrograde puncture of the left femoral artery. The left femoral artery was punctured retrogradely, and the stenosis was blocked using an unknown short cordis sheath, followed by the exoseal. The operator slowly withdrew the device at a 45-degree angle to indicate that pulsatile flow had stopped, and then slowly withdrew the blocker for 1 cm. The blocker indicator changed color, the operator pressed the plug deployment button and then pulled out the blocker for a few seconds to find that the plug had not been successfully released, and that blockage had failed. The deployment button fully depressed and flushed against the handle.the device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.